Event description:
It was reported that the lead was causing diaphragmatic stimulation. The physician was attempting to reposition the lead when he accidentally cut the outer insulation. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and outer tubing overlay was breached cut. It was noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.